Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70%-80% stenosed, 30mm in length, 2.25mm in diameter, concentric and de novo target lesion was located in the moderately tortuous and moderately calcified proximal mid left anterior descending (lad) artery. The lesion contained between a 45 and 90 degree bend. A jl 3.5 6f unspecified guide catheter and a .014 non-bsc guide wire were advanced to the lesion. Predilation was performed with a 2.0mm x 20mm maverick 2 balloon catheter. The balloon catheter was inflated well at 10 and 12 atms. A 2.25x32mm promus element¿ plus stent was selected; however, when the device was advanced resistance was met and the device was unable to cross the mid segment lesion. When the device was removed, it was noted that the stent was damaged. Angiogram was performed and showed a well revascularized lad with timi iii flow. The procedure was completed with a 2.50 mm x 38 mm promus element plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).